Event description:
It was reported that a break in aseptic technique occurred, which caused peritonitis in a patient coincident with dianeal therapy. The patient was hospitalized for the event. The patient was treated with injection (inj) vancomycin (1gm, stat dose, and intraperitoneally (ip)), inj. Amikacin (100mg, once daily, and ip), and inj. Heparin (1000 iu, once daily, and ip). The outcome of this event is unknown. Dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The lot number is unknown and no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique that caused peritonitis; however, the assignable cause could not be determined since it is uncertain why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.